Event description:
The customer reported that he received a prime rewind alarm on his insulin pump while changing the reservoir. The customer's blood glucose level was 136 mg/dl. The customer stated that the insulin pump was bumped or dropped prior to the prime rewind alarm occurring. While troubleshooting, the customer reported that the drive support cap was sticking out. He was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to protruded loose drive support disk. Unable to perform occlusion, prime, the excessive no delivery test due to alarm. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.